Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that tubing was disconnected from the housing prior to the insertion. This issue occured with 2 sets from the same box. No further information available.